Event description:
It was reported that the system was explanted due to infection. At explant, a visible hematoma was found around the pocket.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Review of quality records analysis was normal. No anomaly found.